Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a severely bent grip, causing vertical misalignment of the grips. There was a 0.081¿ offset at the tips. Additional observation not reported by the site: the fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips with exposed electrode. An electrical continuity was performed and passed. No damage to the conductor wire was observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument jaws would not close normally. The surgeon tried to close them from the master tool manipulator (mtm) with no success. The procedure was completed with no reported injury using a backup instrument.